Event description:
It was reported post diagnostic heart catheterization, a femoral arteriogram was obtained through a 6f introducer. A 6f angio-seal vip was deployed in the prescribed manner and hemostasis was achieved. The patient returned to the hospital room and experienced an ischemic right leg with loss of distal pulses. Surgery was presented to the patient as a therapeutic choice; however the patient refused surgical intervention. The patient returned to the cath lab. An anteriogram via contralateral approach revealed the limb was occluded proximally, from the right external iliac artery to the right common femoral artery. A thrombectomy was performed using a pronto extraction catheter; blood flow was restored. Tpa was infused for 24 hours and a repeat run off was performed. The artery was patent and reperfusion of the lower limb was achieved. The angio-seal anchor appeared to be lodged in a large side branch (epigastric callateral) and collagen was visible in the artery. The patient refused surgery a second time and was placed on lovenox (dose unknown) and coumadin (dose unknown). Three days later, the patient was discharged. Five days after discharge, the patient complained of tingling in the right foot. A arteriogram revealed no evidence of an occlusion. The arteriogram did not visualize collagen in the artery; however, the suture was seen. The patient was instructed to continue with coumadin and lovenox (dose unknown).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the vessel occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.